Event description:
Customer alleged the chair would stop instantly on its own while customer in it as well as when driving slow speed, the chair turned hard to the right at a high speed. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male approximately (B)(6). The consumer's preexisting medical condition states a spinal cord injury. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states a new joystick . The dealer stated that the consumer alleges that he was driving at a slow speed, in the house, when the tdxsp-cg power chair allegedly turned to the right hard at a high speed. The consumer alleges that he crashed into a wall, bending the footrest. No injury alleged. The consumer has been utilizing power chairs for the past 8 years.